Event description:
On (B)(6) 2018, the lay user/ patient's granddaughter contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that on (B)(6) 2018 at 9:12 am the patient obtained blood glucose readings of ¿180 and 350 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with a combination of diabetes medication: metformin (1 tablet of unspecified dose) three times daily, 18 units of novorapid three times daily and 42 units of xultophy at night. The reporter claimed the patient increased his dose of novorapid to 20 units at 9:15 am on the same day in response to the alleged high result. There was no report of any symptoms or medical intervention as a result of the alleged product issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. In addition, based on the information provided the patient was following the correct testing procedure. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported products were evaluated. It was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.